Event description:
Valve was implanted on 1/18/96. Three weeks later, pt developed congestive heart failure and murmur of aortic insuffiency. Trans-esophageal electrocardiogram & heart cath revealed severe aortic insuffiency. Valve was re-explored on 2/13/96 and found to have a perforated leaflet of valve. Replaced. Valve will be retained in hosp. It may be viewed by MFR there. Hosp will not release at this time.